Event description:
It was reported that, during a bronchoscopy procedure, the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode during which the device-delivered therapy failed to convert the rhythm and was ultimately exhausted. Consequently, external cardioversion was required. Technical services (ts) reviewed the event and identified failure code 1005, which is indicative of an open circuit condition during shock delivery, associated with high out of range right ventricular (rv) lead shock impedance values exceeding 145 ohms. Ts also recommended lead revision or replacement. No additional adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that, during a bronchoscopy procedure, the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode during which the device-delivered therapy failed to convert the rhythm and was ultimately exhausted. Consequently, external cardioversion was required. Technical services (ts) reviewed the event and identified failure code 1005, which is indicative of an open circuit condition during shock delivery, associated with high out of range right ventricular (rv) lead shock impedance values exceeding 145 ohms. Ts also recommended lead revision or replacement. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received indicating that this ICD was explanted and replaced. The rv lead was capped and abandoned. No additional adverse patient effects were reported.